Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes. Deformation of the forceps channel, breakage of the instrument, foreign material in the forceps channel. The event can be detected/prevented by following the instructions for use: operation manual. 3.8 inspection of the endoscopic system inspection of the instrument channel and forceps elevator. Operation manual important information ¿ please read before use precautions. Operation manual 3.6. Inspection of ancillary equipment. Operation manual 4.3. Using endotherapy accessories. Reprocessing manual 5. Reprocessing the endoscope (and related reprocessing accessories). ·reprocessing manual reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service confirmed an air leak in the control unit shaft guide due to wear and tear. The charge coupled device (ccd) cable was too short. The objective lens was cracked. The suction tube was kinked, and the channel mount was deformed. The up/down/right/left angulation was insufficient. The universal cord was scratched, and the coating was damaged. The paint on the air/water cylinder was worn and peeling off. The paint on the suction cylinder was worn and peeling off. The scope body was damaged, and the grip was scratched. The connecting tube was buckling and was scratched. The distal end cap (c-cover) was burned. The nozzle was deformed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center for evaluation with a report of air/water leakage. There was no patient or user injury reported due to the event. During inspection and testing, service found the forceps could not be inserted or removed. This report is being submitted for the malfunction found during the evaluation.